Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) 452 mg/dl; cause was unknown. The customer was admitted to the hospital and treated with an insulin drip to resolve the issue. Reportedly, the customer was released on (B)(6) 2019 with no permanent damage.